Event description:
Received a voluntary medwatch form from the customer which states hospital experienced several failures overnight while trying to program crucial medications in the icrs. The IV tubing sets primed without incident, but while trying to program the plum pump, an error message "cassette test failure" would appear. The tubing had to be changed two or three times in order for the pump to operate correctly. The tubing sets were used on other pumps for test purposes and the same message appeared. A couple of times the pumps failed as well. Another problem that had been noticed is that thicker formulas (propofol with lipid-based solution, as well as bone marrow) will not prime." Upon further query, the follwing information was obtained. The critical drip reference was clarified to be regarding one patient receiving a dopamine infusion. The patient would become bradycardic if the dopamine infusion was delayed or stopped. The patient became bradycardic during the time it took to purge air from the system when a piggyback was in use. The patient required atropine which brought the patient out of the bradycardic episode. The next morning the patient's heart rate went from the 90's to the 70's althouth the dopamine was infusing, during 2 cassette test faialure alarms for the normal saline that carries the dopamine. Atropine was not required for this episode. Additional patient and event information was requested, but no additional information was available.